Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4574 implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. Analysis of the device noted no anomalies were found.

Event description:
It was reported that the patient was observed with pauses in pacing that were more than 15 seconds which resulted in repeated seizures. The device output was consistently below the set threshold and was not capturing at set outputs. It was undetermined whether the issue was related to the device or lead. The device was explanted and was replaced. No further patient complications have been reported as a result of this event.